Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen in the patient line. This event occurred on the homechoice (hc) during the initial drain. The home patient was connected. The technical service representative (tsr) guided the home patient through ending therapy and disconnecting using aseptic technique. The tsr explained to the caregiver to ensure the patient line was primed before connecting the home patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.